Event description:
The patient had a catheter access port study done after falling twice. The catheter access port study showed reduced ability to aspirate cerebrospinal fluid leading the physician to believe the catheter may have moved out of the intrathecal space. A catheter revision surgery took place on 4/17. The catheter was replaced with a new one and the original catheter was discarded. No patient complications were reported.

Manufacturer narrative:
Product was discarded; therefore, a product evaluation could not be performed. Internal complaint number: (B)(4).